Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper and lower cases were broken, the ring cover was broken, the interconnect flex pin divits were uneven, one knob was broken, and the clear cover was missing. (B)(4).

Event description:
It was reported the device will not power on even with new batteries. The ribbon cable connection was checked and cleaned. The device was returned for repair. There was no patient involvement.